Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, and prolapsed posterior leaflet. A mitraclip ntw was inserted and deployed on the mitral valve. A second mitraclip ntw (40820a1076) was then prepared per the instructions for use (IFU) and had no issues during prep. However, when the clip was inserted into the left atrium (la), it was unable to open. Troubleshooting was performed, but the clip was still unable to open. Therefore, the clip was removed and replaced. While outside the patient, the clip was tested, and it opened without issues. A third mitraclip ntw (40918a1016) was then prepared per the instructions for use (IFU), was inserted without issues, and deployed on the mitral valve. However, difficulties visualizing the clip occurred, leaflet insertion was poor/improper, and post deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, an additional clip was implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
H6: medical device problem code: removed code 2017. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All available information was investigated and based on the information provided and per the physician, the reported single leaflet device attachment is due to improper leaflet insertion. Image resolution poor is related to procedural conditions as imaging quality was reported to be poor. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.